Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture." (B)(4). Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Both sides were fractured on the device, but remain attached. A conclusive root cause of the event could not be determined.

Event description:
During a procedure, metal parts on both sides of the box guide fractured as the device was being removed. The pieces remained attached to the box guide and nothing fell in to the patient. There was no delay in procedure.